Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was fixed by turning off down to the wall but took about 30 mins to come up. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to boot up, stuck on blue loading start-up screen. Analysis of the system log file confirmed that there was malfunction with the flexviewing pc. During troubleshooting, the fse found switch on issue and malfunctioned flexviewing pc. The fse reloaded flexviewing pc and swapped out the battery to confirm that the battery was depleted. The fse replaced the ups battery. After replacing the battery, the system was returned to use in good working order.

Event description:
It was reported to philips that the azurion device would not boot up. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.